Event description:
The patient was revised because of pain.

Manufacturer narrative:
No product was returned for examination. Product information required to retrieve the device history records for reviewing and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the absence of the products to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.